Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure and was doing well postoperatively. The physician did not suspect device malfunction. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient had not used the ipg and it could not got out from hibernation. The patient will undergo a replacement procedure.

Event description:
A report was received that the patient had not used the ipg and it could not got out from hibernation. The patient will undergo a replacement procedure.